Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. There was no reported adverse impact to the customer. There was no reported adverse impact on customer's blood glucose level.